Event description:
Device explanted / replaced due to reported shocking. On (B)(6), 2008: implant enterra device (implant: (B)(4)). On (B)(6) 2015: generator replacement. (B)(6) 2016: device replacement due to reported "shocking." On (B)(6) 2015: generator: (B)(4); lead: (B)(4); on (B)(6) 2016: generator: sn (B)(4). Gastroparesis.